Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 6 february 2017. The representative found that the connection at j1 of the power switching board was loose. The representative then reseated the connection. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while starting up the imaging system, the system would show "initializing please wait." With 3 x's in the status bars and were unable to move the gantry. Restarting the imaging system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.